Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. The wbc count is unavailable at this time. The disposable set is unavailable for return for eval. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The run data file (rdf) was analyzed. The rdf does not show root cause of the elevated wbc counts measured. It is possible that the failure is part of this site's statistical distribution for leukoreduction. Also, based on the available information it cannot be ruled out that this failure could be donor related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.